Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer declined tandem technical support¿s offer to reload the cartridge. Blood glucose was 155 mg/dl.